Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant inr results for 1 patient tested on coaguchek xs plus meter serial number (B)(4) (meter a) using strip lot 29494211 and coaguchek xs plus meter serial number (B)(4) (meter b) using strip lot 25864111. This medwatch will cover coaguchek xs plus meter serial number (B)(4) (meter a) using strip lot 29494211. Refer to medwatch patient identifier (B)(6) for information coaguchek xs plus meter serial number (B)(4) (meter b) using strip lot 25864111. The patient was initially tested on meter a and the result was 7.2 inr. The patient was re-tested on meter a and the result was 7.0 inr. The patient was then tested on meter b and the result was 5.5 inr. The patient was re-tested on meter and the result was 5.7 inr. All the tests on both meters were performed within 5-10 minutes using 4 finger sticks. On (B)(6) 2018 the patient had a venous laboratory result of 4.6 inr. The laboratory method was not specified. The customer thinks this result is correct. There was no allegation that an adverse event occurred. Qc was performed on each meter within 24 hours of the event with acceptable results. The patient started a week long treatment of antibiotics on (B)(6) 2018. The test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer returned the strips for investigation. The returned test strips were measured with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot and retention meter marcumar 3: 2.0 inr, marcumar 4: 2.5 inr. Customer strips and retention meter marcumar 3: 2.0 inr, marcumar 4: 2.6 inr. The maximum difference between measurements with the same blood sample was 4 % returned customer material and retention material comply with specification.